Manufacturer narrative:
The analyzer serial number is (B)(6). No further information was provided by the customer. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 60.7 u/ml. The repeat result was 2.00 u/ml with flag. The sample was repeated 5 more times and all results were <2 u/ml. No questionable results were reported outside of the laboratory.